Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deploy any staples into the tissue? --- yes. Was the staple line complete? --- no.

Event description:
It was reported that during a sigmoidectomy, it was found that only the knife moved forward and almost all staples were unformed at the 5th firing on the colon. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additonal information received: was the cut line complete? --- yes.